Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in a heart valve return kit jar, fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve was discolored, indicating blood contact. The valve was received in a compressed state. All leaflets were intact and flexible. As received, all leaflets were in an open position. All commissures were intact. No damage, such as bends or kinks, was found on the frame. The outflow and inflow displayed an elliptical appearance. The valve was submerged in body-temperature (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. Due to the condition received, a loading simulation to evaluate against the alleged infold event could not be performed. Updated: d9, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012812274); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, a pre-implant dilation with a non-medtronic 18 millimeter (mm) balloon was performed and a medtronic guidewire was placed. The first valve exhibited bending in the inflow area of the loader, and the valve became stuck in the loader during the loading process. Attempts were made to free the stuck valve using force and the tip guide tube. The system was replaced, and a second valve was loaded; however, the loading was performed too quickly. The staff member then took over the loading process, and the load check was satisfactory, allowing the procedure to continue with pre-dilation. During the first implantation attempt, the valve was positioned too high and required recapture. On the second deployment attempt, an infold in the mid-section of the valve was observed, likely due to the recapture. A third valve was subsequently loaded and released at an appropriate implantation height. Severe paravalvular aortic regurgitation was observed following implant, prompting post-dilation with a non-medtronic 18 mm balloon. The gradient measurement showed no significant values, and the patient remained hemodynamically stable. Angiography was performed after a waiting period for full valve expansion. No improvement was observed. A second post-dilation was performed using a non-medtronic 20 mm balloon, and residual aortic regurgitation was confirmed via echocardiogram.

Manufacturer narrative:
Image review: 15 fluoroscopic cine loops of the pre-balloon aortic valvuloplasty (bav) and implant procedure were provided for review. Patient summary was not provided for anatomical review. There is an image that shows a clearly infolded valve which, based on the information provided in the report, is thought to be the second deployment attempt of the second valve after one recapture had already taken place. Another image displays the severe paravalvular leak (pvl) that caused the implant team to first perform an 18 mm post-bav, which unfortunately did not show any improvement, and then successfully post-bav with a 20 mm non-medtronic balloon. There is an image that shows the final result with residual aortic regurgitation. Infolds and pvl are listed in the evolut fx+ systems instructions for use (IFU) as known adverse effects that can cause prosthetic valve dysfunction. Since no further information about calcification, patient anatomy or similar were provided, the exact root cause for the pvl cannot be determined. The implant team acted in the interest of patient safety and according to medtronic recommendation when replacing the evolut system with a new one, two times. No adverse patient effects were reported. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, while loading the first valve, the nurse loading the valve did not follow the instructions of the medtronic staff member. In order to secure a good load after the misload, the medtronic staff member took over and no misload was detected on fluoroscopy check while loading the second valve. A procedural delay resulted from the valve infold.

Manufacturer narrative:
Updated data: b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.